Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a kinked stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 3cg tls stylet. The depicted device had been fully removed from its catheter. The stylet was placed on a drape. A sharp kink was visible within the plastic-coated region near the distal tip. The stylet appeared intact. Stylet deformation was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the deformation. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include stylet insertion past the tip of the catheter following trimming and attempted stylet reinsertion following removal.

Event description:
It was reported by the customer "post PICC procedure wire was inspected to have a significant kink toward the lower third just above the technology portion of the wire. No damage was noticed pre procedure and nothing was noted during placement to have caused the kink or feel the wire had a problem. Technology worked as intended to confirm via ECG." Additional information received 5 june 2023: it was reported by the customer "no harm, injury, complication, or negative outcome occurred. After found out the bend PICC wire, x-ray was requested to make sure the tip was in the appropriate location."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "post PICC procedure wire was inspected to have a significant kink toward the lower third just above the technology portion of the wire. No damage was noticed pre procedure and nothing was noted during placement to have caused the kink or feel the wire had a problem. Technology worked as intended to confirm via ECG." Additional information received 5 june 2023: it was reported by the customer "no harm, injury, complication, or negative outcome occurred. After found out the bend PICC wire, x-ray was requested to make sure the tip was in the appropriate location."